Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low chemistry results for one patient. The chemistries affected were alkaline phosphatase (alp) and aspartate aminotransferase (ast). Customer stated that the instrument was having obstruction detection errors for several hours. Customer also noticed that the results were more accurate when the tubes were run while the caps were off. On (B)(6) 2011, the field service engineer (fse) inspected the instrument and found that there was no vacuum at the vacuum accumulator, which caused the dripping at the cap piercer. The fse flushed the vacuum accumulator lines, which resolved the instrument issue. The fse also replaced the auto gloss line as a precautionary measure. Customer stated that erroneous patient results were not reported outside the laboratory and patient treatment was not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).